Event description:
It was reported that stent damage occurred. After a guide catheter was engaged in the vessel, a 4.00x28mm promus premier¿ stent was selected to treat the lesion. During introduction of the device into the guide catheter, it was noted that the stent struts were damaged. The device was removed and dilatation was then performed. The procedure was completed implantation of a another stent. No patient complications were reported.

Manufacturer narrative:
Device is a combination product. (B)(4).  It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.   (B)(4).